Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the battery compartment was cracked. There was no serious injury associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 01/19/2017. The device has been returned and evaluated by product analysis on 12/28/2016 with the following findings. During a visual inspection of the pump, the battery compartment was observed to be cracked. The complaint was duplicated. Unrelated to the complaint, the bolus button cover was missing from the pump casing.